Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with an unknown mentor saline breast implant experienced bilateral paresthesia, breast pain, breast mass, and left sided deflation post procedure. The patient reported tingling in both breasts, when lays down notices that left breast looks flat, both seem bumpy and are painful (not long-lasting pain, pain that comes and goes). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.